Event description:
During use of the device for an endoscopic saphenous vein harvesting procedure, the user reported that after dissection was completed, upon insertion of the harvester rod, the distal edge of the rod injured the saphenous vein at the knee incision. The user reported the length of the conduit had been secured. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.